Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted cracks on the inner tube and the spur gear was damaged. Functional testing found the articulation knob functioning properly and the handle could be actuated and cycled properly with no single use loading unit loaded. The first tack deployed but did not seat properly in the test media and tack hang-ups were experienced with the second and third firings. Also, the instrument was disassembled and damage was noted to the spur gear. It was reported that there was difficulty removing the device from the patient and the instrument was difficult to fire but completed the firing sequence. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to excessive manipulation or to improper loading of the single use loading unit. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: prior to tack deployment ensure that the distal tip of the device is at a right angle to the targeted tissue to facilitate appropriate insertion of the tack. After tack deployment confirm full insertion of the tack into the mesh and/or tissue, the shoulder of the tack should be flush with the surface of the material being fixated. In addition, thicker completely microporous prosthetic material (over 1.0 mm) may compromise full engagement of the tack. Material thickness should be carefully evaluated prior to application of the device. Please refer to the tack specification chart for specific shaft lengths. Appropriate force should be applied to the handle of the device when placing tacks. Excessive force may result in damage to the tissue, device and/or the material being fixated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the 4th firing during an abdominal wall hernia procedure, even when the device was squeezed, the tack did not come out till the end, so it did not release from the tip of the device. The tip of the device could not be removed from the patient's tissue. After that, the product was squeezed much more, and it was able to be released. The situation was the same even the reload was replaced. Another device was used and the operation was completed. The device was removed from the tissue by force but no tissue damage was caused. There was no patient injury.